Event description:
The event is reported as: the adaptor on the aquapak leaks where it screws into the bottle. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.